Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the pacemaker was attempted to be interrogated, and the device exhibited a heart rate of 612 bpms and it was not possible to do a test or make any changes. A different programmer was used and on the 1 attempt to interrogate the programmer needed to be rebooted. A second attempt was performed, and it was then discovered that the pacemaker exhibited loss of capture. The device was explanted and replaced. The patient was in stable condition.